Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient has a mentor smooth round high profile 630cc saline prosthesis implanted and experienced deflation post procedure. The device was explanted as a result. At the time of this report, no additional information has been made available. If additional information is made available in the future it will be submitted in a supplemental report.